Manufacturer narrative:
The cause for the discordant advia centaur xp toxoplasma g (toxo g) results is unknown. The patient samples have been requested for further testing. Calibration of the assay was acceptable. The limitation section of the instructions for use (IFU) states the following: "human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. Ten of these samples should not be tested. The presence of anti-nuclear antibodies (ana) and anti-mitochondrial antibodies (ama) in samples from patients with autoimmune syndrome may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested." The interpretation of results section in the IFU states: "the detection of toxoplasma igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods an reagent specificity."

Event description:
Customer reported that three samples drawn from the same patient produced equivocal advia centaur xp toxoplasma g (toxo g) results that were positive upon repeat testing with the advia centaur xp toxo g assay. Results were negative by an alternate method. The results were equivocal in (B)(6) 2013 and positive in (B)(6) 2013. A fourth sample was drawn from the same patient in (B)(6) 2013 and resulted as positive with the advia centaur xp toxo g assay and negative by an alternate method. There are no reports that treatment was altered or prescribed based on these results. There are no reports of adverse health consequences based on the discordant toxoplasma g results.